Event description:
The patient stopped using her implantable neurostimulator because it was making her migraines worse. She intended to have her device explanted. Additional information has been requested, follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).